Manufacturer narrative:
This report is for one (1) unknown instrument. Part#, lot# and UDI # is not available. Device is an instrument and is not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(6). This report is for one (1) unknown instrument. PMA/510(k) number is not available. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follow: it was reported that during the initial surgery on (B)(6) 2016, two screws broke. No fragments were generated. The doctor completed the surgery with other like devices. No prolongation of the surgery was reported. The patient did not show any damage, no patient harm was reported. During the manufacturer investigation, it was found that a broken piece of an unknown instrument remained in one of the screws. Additionally, it was noted that both of the screws were damaged and not broken. This report is for one (1) unknown instrument. This is report 1 of 1 for com-(B)(4).